Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 401 (inspiration valve or device leaky alarm). Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Customer advised that they have performed inspiration valve test and have shared the logs. The inspiration block/valve leak test looks good. Vyaire medical instructed the customer to check and fix the oxygen sensor properly and perform pressure gain calibration. Also, to cross check the unit with another good known inspiration valve nt kit and let vyaire medical know the outcome. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. Log analysis tool and screen shot of service screen. Additionally, no further updates received from customer after vyaire ts requested to repeat the troubleshooting after tightening the o2 cell. Most likely the issue was resolved after tightening the cell. The root cause is not determinable.